Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed through this evaluation as no log file was submitted for review. Additionally, a direct cause for the reported event could not be conclusively determined through this evaluation. The account reported that the patient was experiencing persistent low flow alarms despite medical optimization. The patient underwent aggressive blood pressure management and the alarms reportedly reduced but still occasionally occurred. The low flow software was installed on both of the patient¿s system controllers. The patient remains ongoing on vad support with no further issues reported. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had increased low flow alarms despite medical optimization. The site reported the pump had to be run at 5000 rpm because if the speed was increased then the right ventricle would overload and the septum would shift to the left ventricle. The patient had no symptoms. The patient received aggressive blood pressure management and controller was upgraded with the low flow software. No further information was provided.